Event description:
A 65 year old male with acute myocardial infarction and cardiogenic shock required escalation from iabp support to an impella cp device. The first cp pump (pc (B)(4), ip sn (B)(6) was inserted via the right femoral artery using a percutaneous approach. Immediately upon initiation, the pump demonstrated a kinked cannula consistent with a pd cannula assembly twist/bend/kink failure mode, and it was removed after approximately four minutes of support. A second cp pump (pc (B)(4), ip sn (B)(6) was then inserted and started at 6:50 pm. Visualized cannula kinking was again noted with persistently low impella flows and suction alarms. Despite multiple repositioning attempts, flow could not be increased beyond p 4. No blood volume was administered for troubleshooting, and no additional contributing factors were identified. Due to the inability to resolve low flow, the device was removed at 7:10 pm. The patient survived the procedure, and no device return is expected. Data download is required. No replacement device was requested. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of low or blocked pump flow was most likely due to kinked cannula due to patient severe as and short aortic arch condition. Pd-cannula assembly- (twist, bent, kinked): the cause of the cannula kink was most likely due to patient severe as and short aortic arch condition.